Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form and the instrument broke. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The surgeon also stated that a component disengaged into the pt's cavity and was not removed. The hospital has reported the pt's condition is satisfactory.